Event description:
Reportedly, the device was explanted. Explant date and implant duration is unknown. The reason for explant is unknown. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.